Event description:
The customer reported that the 6800 system had poor image quality on the printed images and would shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was reconfigured and calibrated during the service call.